Event description:
A user facility reported a continuous slow leak of the balloon of the et tube was noted the 2nd day of usage. They also stated that the cuff inflated during sterilization prior to return of the device. It was reported that there was no pt injury or problem. The user facility returned the ett for eval.